Manufacturer narrative:
Corrected data: b1 - corrected to product problem. B2 - other serious or important medical events should be removed. H1 - corrected to malfunction. Claim#: (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -01.00/+6.0/108 (sphere/cylinder/axis), in the patients right eye (od), on (B)(6) 2020. The lens was reported as having excessive vaulting and patient experienced blurred vision and glare. The lens remained implanted. The cause of the event was unknown.